Event description:
Man with end stage arthrosis of the left hip underwent left total hip arthroplasty on (B)(6) 2008. The hip stem broke 2.8 years later requiring a surgical revision. Wright medical technologies size 54mm quadrant lineage acetabular component with a group ii 32mm ID alumina ceramic acetabular liner and a profemur renaissance size 12 s femoral component with a long varus neck and a 32x +5 alumina ceramic femoral head component.